Manufacturer narrative:
The manufacturer previously reported an oxygen concentrator was in use when a patient was allegedly smoking in bed. The patient suffered burns and was hospitalized. The device is not returning for evaluation. The reporting facility released photos of the device. A review of the photos was completed by the manufacturer. The manufacturer found no evidence of thermal damage to the device. Product labeling states, "oxygen vigorously accelerates combustion and should be kept away from heat or open flame. Not suitable for use in the presence of a flammable anesthetic mixture with air or with oxygen or nitrous oxide. Do not smoke, allow others to smoke or have open flames near the concentrator when it is in use."

Event description:
The manufacturer received information alleging a patient was smoking in bed while an oxygen concentrator was in use. The patient suffered burns and was hospitalized. The device has yet to be returned to the manufacturer for evaluation. A follow up report will be submitted when the manufacturer has completed the investigation.